Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the IV shield came off the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder inside the packaging before use. The following information was provided by the initial reporter: "I wanted to reach out to you and let you know we had a needle inside the package without a needle cover."

Event description:
It was reported that the IV shield came off the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder inside the packaging before use. The following information was provided by the initial reporter: "I wanted to reach out to you and let you know we had a needle inside the package without a needle cover."

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for bent cannula and missing IV shield with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to hub collar separation issue as it was the root cause for bent cannula issue, through a CAPA # 1277214 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that the IV shield came off the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder inside the packaging before use. The following information was provided by the initial reporter: "I wanted to reach out to you and let you know we had a needle inside the package without a needle cover."